Event description:
A report received from (B)(6) stated a 740 ventilator experienced a device alarm. The patient was removed from the device and placed on an alternate ventilator. There was no report of patient injury.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the reported issue. The cse replaced the pressure solenoid printed circuit board (pcb). (B)(4).